Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had low level failures alarm during self-test. The customer blood glucose level was 18.9 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not alleging insulin pump was under delivering. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump. The customer stated that they perform displacement test and test result was no reservoir. Customer stated that they perform self-test and it was failed. Customer stated insulin pump had low battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No battery or power anomalies noted during testing or in power graph, however pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly.